Manufacturer narrative:
Product event summary #pli # 10 - investigation summary - it was reported that shortly after having pump implanted on (B)(6) 2017, the patient overdosed on (B)(6) 2017. The cause of the issue was unknown; dosing was not known. Regarding actions taken to resolve the issue, it was noted that the device system was explanted and not replaced. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. As the customer refused return of the device, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the patient having overdosed shortly after implant was indicated as having been unknown and was not reported to the manufacturer. The most likely cause of the patient having overdosed shortly after pump implant cannot be determined with the limited information available, device analysis not being possible, and the report that the healthcare provider having no further information. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of .0064 mg/day via an implantable pump for non-malignant pain. The drug lot number of morphine was unable to be obtained. It was reported that the patient was overdosed shortly after having pump implanted. The issue occurred during normal use. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the cause was unknown; the dosing was not known. The pump was turned to a minimum rate as they were waiting for explant. Actions taken to resolve the issue included a full system explant. The pump and complete catheter were explanted on (B)(6) 2018 and it was indicated that the devices would not be replaced in the future. It was indicated that the customer was notified that the product should be returned to the manufacturer; however, the customer refused return. The issue was indicated as having been resolved at the time of the event. The patient was without injury regarding their status at the time of the report. Other medications (oral, IV, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight at the time of the event were unknown and would not be made available due to legal/confidential reasons. No further patient complications have been reported as a result of this event.